Event description:
It was reported that the patient had sought medical attention on (B)(6) 2026. The patient¿s mother reported that a new pod was activated, but blood glucose levels began to rise. Blood glucose levels rose to greater than 300 mg/dl. A correction bolus was administered but it did not decrease the patient¿s blood glucose values. The patient did not exhibit any symptoms but performed an at-home ketone test which yielded positive results. As a result, the patient went to the emergency room. The patient was diagnosed with insulin resistance and was treated with fluid and 2 units of insulin. The patient was released the same day, after spending 8 hours in the emergency room.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone18.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.